Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system and an ovation ix extender. The patient previously presented emergently on (B)(6) 2025 with abdominal pain and a ruptured aneurysm. Reportedly the ovation ix limb pulled back into the aorta causing a type ib endoleak in the right common iliac artery. Reintervention was completed on (B)(6) 2025 with the implant of another ovation ix limb to extend to the right hypogastric. The type ib endoleak on the right side was sealed. The patients abdominal pain subsided and was symptom free. One week later on (B)(6) 2025 the patient was brought back in to complete an extension on the left common iliac artery (lcia). There was no endoleak present in the lcia before the procedure. The physician elected to implant an ovation ix limb to extend the lcia to the left hypogastric as a preventative measure. The final patient status was reported to be well post-secondary procedures. (Reported to the FDA on MDR# 3008011247-2025-00101) routine follow-up conducted on (B)(6) 2026 identified that the ovation ix limb had slipped back again and a type ib endoleak was noted. Reintervention was completed on (B)(6) 2026 implanting an ovation ix limb. Patient status is being sought.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted